Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the connector was cracked/damaged/broken. Pressure testing and clear passaged under water testing were performed, and no issues were noted. Priming was performed, and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, it was observed that the connector of a continu-flo solution set with duo-vent spike was cracked/broken. It was unknown of the device had been used with a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.